Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 18376 was returned and analyzed. Preliminary visual inspection of the balloon, shaft, and handle segments did not reveal any anomalies. Review of the catheter smart chip data indicated the catheter was used for six applications. The catheter was recognized and passed electrical integrity and performance testing. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. The pressure and flow were in range and the temperature curve had no oscillation or overshoot. During inflation, the balloon was bent. Pressure testing and dissection of the balloon, handle, and shaft segments was performed. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.11 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter did not pass the returned product inspection due to a kink/twist observed on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a cryo ablation procedure, the balloon catheter had a kink in the middle. The balloon catheter was rep laced which resolved the issue. There was no patient involvement.